Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. Functional testing was not completed due to the identified incidental bend. Therefore, the investigation is inconclusive for the alleged self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry) 11/2020.

Event description:
It was reported that during preparation for an ultrasound guided kidney biopsy procedure, the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry) 11/2020.

Event description:
It was reported that during preparation for an ultrasound guided kidney biopsy procedure, the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.